Manufacturer narrative:
The pod was received with the cannula assembly fully deployed. Upon investigation of the needle mechanism, no defects, damages or defects were found that may contribute to a malfunction or the cannula retracting back into the pod. The pod ran for 1861 pulses with no timeouts or drive stalls. The pod was deactivated with no other signs of abnormalities. No damages, tears, or leaks were found in the fluid path that would result in fluid leaking from the pod or failure to deliver insulin.

Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide: model: ent450, 17845-5c-aw rev a 10/17. Using the pod 3/ page 32-33: check the infusion site: following insertion of the cannula, check the infusion site: look through the viewing window to check that the cannula is inserted into the skin. The cannula is tinted light blue. Check for pink coloring in the area on the top of the pod shown in the figure. This is an additional check that the cannula was extended. Check for wetness or the scent of insulin at the insertion site. The presence of either may indicate that the cannula has dislodged. Warning: check the infusion site after insertion to ensure that the cannula was properly inserted. If the cannula is not properly inserted, hyperglycemia may result. Checking your blood glucose 4 / page 36: warning: test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). Warning: if you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
It was reported that the patient's blood glucose (bg) levels reached 18 mmol/l (324 mg/dl) while wearing the pod between 4 and 24 hours on the arm. The patient could smell and see insulin leaking out. The pod was removed and the cannula was found to have retracted as it appeared shorter; indicating a needle mechanism failure. Hyperglycemia treated by activating a new pod and bolus.